Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Outside lining of the tampon tends to rip [device breakage]. Case narrative: consumer reported via e-mail that the outside lining of the tampon rips. No serious injury reported.